Event description:
The customer reported that the pump was not delivering the correct amount of insulin, which caused the patient's blood glucose level to intermittently rise to 700 mg/dl resulting in diabetic ketoacidosis. The customer required third-party assistance and was subsequently admitted to the hospital and the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released on (B)(6) 2025 with no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.